Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels with unknown cause. Customer indicated that bg level reached above 500. Customer administered manual injections to address for elevated bg. System check could not be performed as events occurred in the past.